Event description:
Complaint description: a hospital infection control nurse reported that two bronchoscopes became contaminated with methilobacter bacillus species bacteria. As a result of the findings, hospital personnel cultured pts examined with the contaminated scopes. Note that pts were cultured only if they had positive bronchial washings. As a result of the culturing, the infection control nurse reported that twelve pts were identified as having been infected with methilobacter bacillus species bacteria. According to the nurse, an unknown number of the pts died. Nurse stated that many of the deceased pts had serious disease prior to the bronchoscopy procedures. Background: prior to the outbreak, the scopes were reprocessed in an automatic scope washer. Following the occurrences, the contaminated bronchoscopes and the washer were removed from service. Methilobacter, a non pathogenic bacterium, is described as being resistant to gluteraldehyde. The hospital infection control nurse went through all pt charts following the outbreak of methilobacter. Nurse mentioned that investigators assigned to the case cannot say with certainty that methilobacter caused the pt deaths or that the bronchoscopes used during the procedures were a direct cause of the deaths. The investigators feel that the pt deaths were due to underlying illnesses which existed prior to the procedure. The nurse stated that investigators were unable to find any causal effect related to the methilobacter.

Event description:
Complaint description: a hosp infection control nurse reported that three bronchoscopes became contaminated with methylobacter bacillus. The identification of this contaminant was coincidental to bronchial wash cultures performed in diagnostic procedures. As a result of the culturing, the infection control nurse reported that twelve pts were identified as having been colonized with methylobacter bacillus. According to nurse, four pts expired from unrelated causes. Rn stated that many of the deceased pts had serious disease or injury prior to the bronchoscopy procedures. Background: prior to the outbreak, the scopes were reprocessed in a chris lutz automatic scope washer. Following the occurrences, the contaminated bronchoscopes and the washer were removed from svc. Methylobacter, a non pathogenic bacteria, is described as being resistant to gluteraldehyde. The hosp infection control nurse went through all pt charts following the pseudo outbreak of methylobacter. Nurse mentioned that investigators assigned to the case can not say with certainty that methylobacter caused the pt deaths or that the bronchoscopes used during the procedures were related to the deaths. The investigators feel that the pt deaths were due to underlying illnesses and injury which existed prior to the procedure. The nurse stated that investigators were unable to find any causal effect related to the methylobacter.